Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra/optium meter. The customer obtained readings of 13.7 mmol/l, 3.2 mmol/l and 2.9 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. The complaint was not confirmed and no new issues were observed. All results were within range specification, the s.d. Was within specification and no errors were observed during control solution testing.